Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The failure description stated that a large display (ld) went black during an interventional procedure. As a result, the patient had to be relocated to an alternative system to finish the medical procedure. The event did not result in a health consequence for the patient. The failure was a result of a loose video cable at the back of the monitor. Who or what was the cause of the monitor's loose video cable can no longer be determined without doubt, as the situation has already been resolved onsite. After the video cable was reseated as part of the service activities, the system works as intended. A possible general error which would require corrective action of the installed base could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the large display went blank. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.